Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis on the same day of onset. The cause of the peritonitis was unknown. The patient was treated intraperitoneally (ip) with vancomycin (1 gm, once in 5 days) and fortum (ip, 1 gm) for peritonitis. At the time of this report, the patient was recovering from the event. The action taken with dianeal therapy was not reported. No additional information is available.